Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 8.5mm (xifnt485) was returned for investigation. Visual evaluation of the as returned implant identified signs of wear but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (perforated sinus). However, measurements were taken using a caliper (ID: (B)(6); due date: (B)(6) 2022). Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. No pre-existing patient conditions were noted on the per. The reported device had been placed on tooth 26 (fdi) for approximately 2 months. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, improper techniques and overloading can lead to implant failure and loss of supporting bone. DHR review: DHR review for the lot (2020110183) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020110183) for similar events (complaint category keywords: functional: non integration: relocated to sinus) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that patient came referring pain, when giving torque to see the implant at tooth site 26, it relocated into sinus. Healing should take for 2 months.